Event description:
The technician alleged loss of trendelenburg and reverse trendelenburg function. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.